Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/23/2024.

Event description:
Healthcare professional reported "capsular contracture baker grade IV¿ this record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV." Device remains implanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed an opening on anterior side assessed as surgical damage and creases. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV." The device has been explanted.